Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as 6000093-2007-00998. It was reported that 704 days after a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis (st), myocardial infarction (mi) and target vessel reintervention (tvr). Target lesion 1 was a 3.7mm, 0% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated lesion with direct placement using a 3.5 x 28 mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 3.8mm, 0% stenosed, 5mm long portion of the left main coronary artery (lmca). The physician treated the lesion with direct stent placement using a 3.5 x 24 mm taxus express 2 study stent. Residual stenosis was 0%. Both lesions were treated due to a dissection that was caused by an unk make of a diagnostic catheter. The pt was discharged 2 days later on aspirin and plavix. Seven hundred and four days after the initial procedure, the pt was hospitalized due to non-q wave mi and was found to have a st. The physician assessed the relationship of the stent thrombosis and the mi to the taxus stent as probable. The pt underwent coronary artery bypass grafting (CABG). The physician assessed the relationship of the tvr to the taxus stent as probable. The pt was discharged 10 days later.